Manufacturer narrative:
Investigation: an internal report shows that the machine has been in use with no furtheroccurrences of the problem.investigation is in process. A follow-up report will be provided.

Event description:
The customer initially called for troubleshooting during a polymorphonuclear (pmn) cell collection procedure. Approximately 98 minutes into the procedure, they noticed that the collected product volume was higher than the expected volume displayed on the cobe spectra machine. Per the customer, the total volume collected during the procedure was 857ml. The machine displayed the collected volume as 293ml. While troubleshooting with a terumo bct's support specialist, it was discovered that the operator inadvertently increased the collect pump flow rate instead of the plasma flow rate. The operator gave the patient (donor) a bolus of 400ml of normal saline (ns) as a replacement fluid. The donor felt fine after the bolus and he was discharged to go home. Per the customer, a total of 800ml of ns was given to the patient; 400ml of normal saline was given to the patient during prime and another 400ml of ns was given as a bolus. The customer declined to provide patient identifier and age.

Manufacturer narrative:
This report is being filed to provide additional information in evaluation codes and additional MFR narrative. Investigation: one year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: the root cause of this failure was user interface since the customer increased the collect flow rate instead of the plasma flow rate.